Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they were having their device removed and needed a shipping label to mail back their equipment. Patient stated, that they were on very high numbers and their battery would run out real quick, so they had to use their second battery pack. Patient mentioned, that they would be having the device removed on either october 30th or november 5th. Patient mentioned, that they are having the implant removed, because they were tired of dealing with it. Patient noted, that they hadn't had the implant on in 6 months.